Manufacturer narrative:
Concomitant medical devices: dtba1d1 ICD, implanted: (B)(6) 2016; 4024-52 lead, implanted: (B)(6) 2000.

Event description:
It was reported that right ventricular lead was suspected to be fractured and was programmed off. During the lead revision procedure, the pace/sense pin was noted to not be fully seated in the header which was making noise on the electrogram. The lead was confirmed to not be fractured. The lead pin was fully inserted and no further issues were noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.